Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient was in the middle of a trial and although everything tested fine they had to start over bringing the leads down based on the patient's responses. The second time the leads were in place the patient started experiencing slurred speech, his blood pressure was all over the map and he started becoming unresponsive. At one point during the trial the patient reported feeling nauseous. The healthcare professional (hcp) ended up taking out the leads, turning the patient on his back and calling 911 to go to the hospital. The hcp went with the patient and the patient was alert and doing fine and no trial leads were in place at this time. If additional information is received a follow-up report will be sent.